Event description:
It was reported the device is not charging, stating "low battery". No patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips biomed and has been investigated by the philips complaint handling team. Philips received a complaint on the heart/start xl indicating that the is not charging and is issuing low battery messages. There was reportedly no patient involvement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin (B)(6), the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end of life terms and the device remains at the customer site. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : device end of service life.